Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant of the leadless implantable pulse generator (ipg), the patient died. It was noted that one day post implant the leadless ipg exhibited loss of capture. Perforation post removal of temporary lead was suspected, however no evidence of effusion or tamponade were noted on echocardiogram. The patient became compromised which lead to a respiratory arrest. Ventricular tachycardia (vt) arrest followed by ventricular fibrillation (vf) occurred. Cardiopulmonary resuscitation (CPR) was commenced with external defibrillation and life-saving treatment performed. The patient stabilised and pacing was captured. The patient was then transferred to intensive care unit (ICU). However, two days later the patient became hemodynamically unstable with blood pressure not stabilising and they passed away.